Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown whether the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign objects coming out of the nozzle, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover and damage to the upward/downward knob; the adhesive around the bending section cover had a white clouded area; the suction connector was dirty due to water leakage; the image guide protector was damaged; the suction connector was deformed; the adhesive around the objective lens was peeled with a white clouded area; the adhesive around the light guide lens had a white clouded area; the plastic distal end cover had a burn; the connecting tube was wrinkled with a peeling coat and discoloration; switch#4 was worn; the suction cylinder was shaved; the air/water cylinder was corroded; the paint on the air/water cylinder was peeled; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the paint on the suction cylinder was peeled; and the universal cord was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had an insufficient angle. There was no report of patient harm. The device was returned, evaluated, and foreign objects came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.